Manufacturer narrative:
Title: rectal anastomosis and hyperthermic intraperitoneal chemotherapy: should we avoid diverting loop ileostomy? Source: european journal of surgical oncology 47 (2021) 2346e2351. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2012 and january 2020. A retrospective study evaluated outcomes of 84 patients who underwent cytoreductive surgery (crs) with hyperthermic intra-peritoneal chemotherapy (hipec) and rectal anastomosis, with and without a diverting loop ileostomy. The objective of this study was to compare the postoperative mortality and morbidity rates of patients undergoing crs with hipec and rectal anastomosis, with and without a diverting loop ileostomy, in order to identify which patients may benefit from such a preventive strategy. There were 29 patients undergoing the elective diverting loop ileostomy. The stapler was used for rectal anastomosis with the following reported complications: 7 rectal anastomotic leaks: 3 requiring intravenous antibiotics for pelvic abscess, 1 requiring percutaneous drainage and 3 requiring surgical creation of permanent colostomy. Hospital readmissions were also reported. Complications unrelated to the stapler included anastomotic leaks associated with the reversal of the diverting loop ileostomy.